Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during the surgery, ten set screws found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The screws came in contact with the patient. No patient complications were reported as a result of this event.